Manufacturer narrative:
(B)(4). Carefusion has contacted the rental company via their website informing them that carefusion has received a maude event report that may involve one of their owned devices s/n (B)(4). They were asked to verify that this device is one of their owned devices and explained if it is, carefusion may have additional questions regarding the device. As of (B)(6) 2015, there has been on response from the rental company.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: model number.

Event description:
The following description of the event was copied from a maude event report #mw5040886 received by carefusion from the FDA on (B)(6) 2014. "Volun (B)(6) 2015: ventilator is a rental from healthcare professional services. Called to room by rn. Vent was alarming and the rn stated vent had shutdown while on pt. Arrived in room to rn bagging pt and the vent continuing to alarm. The screen on the vent was black. I turned the vent off and then turned it back on and the screen remained black and the alarms were still going off. The alarm lights on the front panel were flashing and a battery symbol was showing on the bottom left corner of the screen."